Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00001. The revision reported this event may have been due to disassembly, instability, and dislocation. However, the reported disassembly, instability, and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 4 years post op initial total shoulder arthroplasty, this patient was revised due to dislocation. Patient was reaching out when he felt acute pain and shifting of his shoulder. He was seen in the emergency department where x-rays were obtained and demonstrated anterior dislocation with polyethylene disassociation. This event report was received through clinical data collection activities. The outcome of the event was resolved with revision procedure. No x-rays or medical reports were provided. No additional information.